Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the pre-jowl sulcus and chin with 1 ml of juvéderm® volux¿. 2 weeks post injection, the patient began to experience lumps which had hardened and worsened over those 2 weeks. Hcp describes the lumps as "red and angry". Hcp prescribed prednisone and antibiotics. There was no improvement one week after treatment. Lumps were now "sore and causing some distortion to [the patients] face". Hcp describes the lumps as an "infection". No testing has been performed to confirm infection. Symptoms are ongoing.